Event description:
It was reported that a patient experienced pulseless electrical activity arrest coincident with peritoneal dialysis therapy. The cause of the event was not reported. The patient was hospitalized for the event. Treatment details were not reported. Therapy remained ongoing. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.